Event description:
Patient presented to the physician with intermittent drainage from the chest incision after being inadvertently struck in the chest by a baseball. Physician brought the patient into the or and obtained cultures from the chest pocket, which returned positive for infection. Physician removed the ipg and cut the leads at the ipg. A portion of the sensing lead body was removed and the remainder could not be retrieved. The physician opted to abandon the remaining portion of the sensing lead and the stimulation lead. Physician flushed the pocket with antibiotic solution and closed. Postoperative antibiotics will be prescribed.